Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable error 23008, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported error; however, the error 23008 was confirmed upon reviewing the error logs. The fse replaced master tool manipulator left (mtml) of the surgeon side console (ssc) 1. The system was tested and verified as ready for use. Isi received the mtml for failure analysis. The mtml was analyzed and found to have error 23008 along axis 5 during calibration. The following parts: axis 5 motor, axis 5 magnet cup, axis 5 pinion gear, axis 5 bevel gear assembly were replaced. A root cause of the reported failure was attributed to a component failure. The complaint regarding repeated recoverable error 23008 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: during procedure a recoverable error 23008 was observed. The fse followed up and replaced the mtm. The reported issue was confirmed by failure analysis indicating a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that error 23008 occurred. The customer pressed ¿recover fault¿ button and power cycled the system, but the issue persisted. The tse confirmed repeated recoverable error 23008 in the logs. The tse had the customer hard power cycle the system, which resolved the issue. The procedure was completed with no reported injury.